Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Patient got home from a 12 hour shift and was tired, check blood glucose (bg) levels using the pdm and it read high meaning it exceeded 500 mg/dl, gave a shot of 10 units, skipped out on eating any food, patient was very fatigued and fell asleep. Patient's spouse and daughter found the patient unconscious and they attempted to give the patient orange juice. At the time that paten's bg levels was 24 mg/dl while wearing the pod between 4 and 24 hours on the infusion site (abdomen). The family called the emergency medical technician (emt) because patient was cold to the touch and unconscious. The met took off the pod and took patient to hospital where they were treated for low blood glucose (bg) levels and hyperthermia (78.8 degrees). The patient's treatment included bear hugger to warm the patient up, insulin drip and when bg was high the hospital gave the patient glucose gel. Patient stayed overnight at the hospital.